Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the wake button was sticking and causing multiple stuck button alarm. The customer's blood glucose level ranged from 91-92 mg/dl. The customer clear the stuck button alarms and continued using the pump for insulin therapy.